Event description:
Customer is reporting false negative reaction for kell antigen when testing with cell# 1 of 0.8% selectogen lot vs699 exp (B)(6) 2014. Testing was performed on provue in mts anti-igg card. Patient originally presented on (B)(6) 2014. Antibody screen with edta plasma was negative. Units were transfused with no issues. Patient re-presented on (B)(6) 2014 and anti-kell was identified (1+ with cell# 1) with an alternative lot of screening cells. Since anti-kell was now identified, account pulled the sample from (B)(6) 2014 and tested it with the new lot numbers of 0.8% selectogen, mts anti-igg gel card and 0.8% panel a. Anti-kell was identified in original sample. Patient had been given 6 units of blood over the last three months without incident. Account was able to test segments from all units and all were kell negative. With the sample from (B)(6) 2014, dat and auto control were tested and were negative. Elution was not performed. Patient is doing well - no transfusion reaction. Daily qc was performed and found to be acceptable. Customer confirmed that all reagents stored appropriately and had a normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).